Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The unit had a helium leak. No patient involvement. The leak was identified in the valve and helium cylider leaking was reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.